Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine inspection prior to use that an automatic inflation failure occurred on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during a routine inspection prior to use, the cs100 intra-aortic balloon pump (iabp) alarmed "automatic inflation failure". There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during a routine inspection prior to use, the cs100 intra-aortic balloon pump (iabp) alarmed "automatic inflation failure". There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g4, g7, h2, h6, h10, h11. Corrected fields: b5, h6(device codes). A getinge field service engineer (fse) evaluated the iabp unit and determined that the iabp negative pressure was insufficient and needed maintenance. It was also reported that the iabp unit had not been regularly carried out preventive maintenance (pm). To fix the issue, the fse performed a complete pm and replaced the 2500hours maintenance kit. The iabp was then released to the customer and cleared for clinical service.